Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. (B) (4)

Event description:
(B) (4). The customer contact reported that while operating on ac power, the device powered off by itself without sounding an audible alarm tone. At an unspecified time, the device was programmed to deliver unspecified "non critical" medication. The customer contact reported 20 minutes after the delivery was started, the nurse went into the pt's room and noted the device screen was blank and that the delivery had powered off. No audible alarm tone was reported prior to the power loss. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.